Event description:
It was reported that the up and down arrow buttons were intermittently responsive for about (B)(6); it was said that the issue was gradually getting worse over time. The patient and a family member noted that he wears the pump with a low profile clip on his waist and does not use any protective accessories. There were no blood glucose excursions reported.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. During investigation, evidence of keypad adhesive was found under all key contacts. (B)(6).